Event description:
It was reported by the affiliate that the (1) tsb 45 was used during a wedge resection procedure. It was reported that the staples would not form on the second fire. The case was converted to open.